Event description:
It was reported that the ilet device was dropped onto a kitchen counter and subsequently would not power on despite attempts to charge in multiple outlets and use of the sleep/wake button, leading to a determination that replacement was required. Symptoms included no alarms or alerts and a nonresponsive sleep/wake function. Outcomes included provision of user guidance on shutdown procedures, data syncing to the mobile app before return, and shipment of a replacement device with return of the original. Investigation included customer troubleshooting and education conducted by support. Investigation of the returned device revealed a device performance issue not consistent with damage from impact, resulting in a functional user interface and the ability to power the device on.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive) was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.